Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Approximately on (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the abdomen. The patient´s cgm reading was 156 mg/dl, and she was at home. The patient reported that her low alarm was set to alert at 100 mg/dl and that she only received an alarm by the time the cgm reading was 76 mg/dl. At this moment, the patient went to the fridge to grab some soda but passed out before being able to get some. Regarding the cgm reading the patient stated that ¿a lot of times 76 mg/dl is fine, but for some reason last night it was not¿, and ¿I believe that the actual blood glucose reading was lower than what was reflected on the cgm¿. The patient fell, bumped her head into the wall, and was unconscious for 3 hours. During the fall, the patient suffered a nosebleed. She was eventually found by one of her friends who called the emergency services and gave the patient soda and sugar sticks. By the time the paramedics arrived, no further treatment was needed, and the patient was not brought to the hospital. At the time of the report, the patient was feeling fine but was still tired and noticed she had bruises. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 codes: health effect - clinical code - e0718 epistaxis.